Event description:
It was reported that the patient underwent posterior lumbar fusion (plf) and laminectomy from l2 to s1 with no interbody device. During provisional tightening (unknown level) the set screw may have crossed threaded. Fragments of metal (small shards) sheared from the setscrew and fell into the patient. The fragments that were visible were removed with forceps. It cannot be determined how many fragments fell into the patient. Final x-rays did not reveal any fragments remained in the patient. It is suspected that the head of the multi-axial screw (mas) possibly splayed, causing the set screw to cross thread. The screw was not removed. Another set screw was used with the screw without incident. Surgery time was extended five minutes. The provisional driver was used throughout the case with no additional problems. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): imaging films were not provided. With the available information, a cause or contributing factor cannot be identified.